Event description:
It was reported by a nephrology educator that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment. It was reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and air was observed in the tubing set. Ultimately the cycler user discontinued the treatment and stripped down the cycler. Upon opening the cassette door, a large amount of fluid leaked from the pump compartment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from upper right corner of the cassette membrane. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. They were advised to discontinue the use of their cycler. A new cycler was issued. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in d4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. Post-accelerated stress test (ast) 2hr 15mins 8500ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a nephrology educator that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment. It was reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and air was observed in the tubing set. Ultimately the cycler user discontinued the treatment and stripped down the cycler. Upon opening the cassette door, a large amount of fluid leaked from the pump compartment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from upper right corner of the cassette membrane. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. They were advised to discontinue the use of their cycler. A new cycler was issued. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.